Event description:
After the instrument was reloaded with a sulu and fired over the tissue, its jaws would not open to release the tissue. Therefore, the surgeon decided to pull out as much tissue as possible and used a competitor's laparoscopic stapler to transect ths tissue and remove the sulu which was locked on the tissue to complete the case without further incident. Procedure: lap sigmoid. Pt status: no pt injury reported.